Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have four of the housing snaps broken. Only two of the broken pieces was returned, measuring roughly 0.2440¿ x 0.0655¿ in size. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can lead to cracking.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the white cover of the 8mm large needle driver instrument fell apart. No fragments fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large needle driver instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.